Event description:
It was reported the pump was interrogated and it revealed the pump was stopped for two minutes. There was an error message with a broken programmer. The error occurred during an update. The physician was able to successfully reprogram and update pump the second time. The pump was delivering prialt and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n291429, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).